Manufacturer narrative:
Multiple attempts were made to secure the return of the device. However the customer has not sent the device back for evaluation. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. As part of preparation, the instructions for use (IFU) states to check balloon integrity by inflating it to the recommended volume. Check for major asymmetry and for leaks by submerging in sterile saline or water and deflate balloon before insertion.

Manufacturer narrative:
Medwatch (B)(4) was received. The lot number for this device was not provided, therefore, the UDI number is not available. The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that, during insertion, the balloon of a swan ganz catheter slowly deflated. Issue was resolved by using a different catheter. Catheter was used for a sternotomy procedure. It was noted that other serious or important medical event occurred. Further information was not provided.